Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient said they were assisted with turning it down, but it was still not right. Their healthcare provider's office was still closed. They were thinking about having it removed as it was bothering their legs too much, they were going to wait until their healthcare provider's office reopened and discuss with them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient is having trouble. The patient said sometimes it gets so bad at night, meaning it vibrates so bad they have to get up and sit in their chair because they can¿t stand it. The patient said the problem started last week. The patient has breast cancer and thought they had turned it off when they went in for surgery but they had a CT scan and knew right away it wasn¿t off because it was vibrating so bad. The patient was then having instances where it was vibrating while sitting in their chair and laying in bed. Patient services recommended the patient decrease stimulation. The patient successfully decreased stimulation. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. The only actions taken to resolve the vibrating was making adjustment on the previous call with a pats agent. The vibrating did not really resolve. They needed to get it checked by their hcp in order to try to resolve the issue. No further device issue alleged / identified. No further patient symptoms or complications were reported.